Manufacturer narrative:
Concomitant medical products: product ID a810 lot# serial# unknown product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-july-16, additional information was received from the rep. It stated the pump was filled with 20 ml of 2,000 mcg/ml baclofen by the hcp in the hospital. They also requested the dosing be turned down to 460 mcg/day as the patient's pump had previously been empty.

Manufacturer narrative:
Concomitant medical products: product ID: a810, serial #: unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-july-11, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal (2,000 mcg/ml, 920.3 mcg/day) via an implantable pump for intractable spasticity and head/brain injury. Information received reported the patient was admitted to the hospital on (B)(6) 2019 with possible baclofen withdrawals. The managing physician asked that the pump be interrogated while the patient was in the hospital. The pump was empty and there may be a refill taking place in the future. The patient was currently being managed via tube as the hospital did not have the correct drug to fill the pump. The patient was also being managed with benzodiazepines. According to the physician, the patient (who is disabled) was being taken care of by his grandmother. When the grandmother had a stroke, she was unable to keep taking care of the patient, so now he was managed by a facility. The patient missed a refill ((B)(6) 2019) and now the pump was empty. The pump reportedly went empty on (B)(6) 2019. The pump was interrogated, and the rep called technical services to be sure to give the hospital all of their options. At this time, it was also reported the pump has reached early replacement indicator (eri). It was unknown if the issue was resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
Product ID: a810, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-july-15, additional information was received from the manufacturer representative (rep). It reported the managing physician at the hospital was currently trying to coordinate with local physicians to see who would manage the pump in the future. The patient was moved into a facility due to their caretaker (grandmother) having a stroke and no longer being able to provide transportation to the patient's appointments. Currently, the pump has not been refilled. The eri was scheduled for september and was not early.